Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, a service history review, battery testing and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During sample analysis, the cause was due to a damaged cpu board. The cpu board was replaced resolve the confirmed issue. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a f-82 (no acknowledgment message from slave cpu for three communication trials) alarm. No additional information is available.